Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge laparoscopic procedure, while the surgeon was cutting the tissue, the staple line was incomplete distally. A new device was used to complete the case. There was no injury.